Manufacturer narrative:
Investigation summary: material #: 368650; lot/batch #: 4109575. Bd received 1 photo for investigation. The photo was reviewed and the indicated failure modes for hub-collar separation was observed. Additionally, 20 retention samples from bd inventory were evaluated by visual examination and functional testing and the issue of hub-collar separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub-collar separation. Bd determined that the root cause of the indicated failure mode was attributed to a faulty belt in the packaging process, leading to product damage when packing. The faulty belt was replaced. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while preparing to use a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the hub that connects the safety shield to the rest of the device detached when the IV shield was removed. There was no report of adverse impact to patients or users.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while preparing to use a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the hub that connects the safety shield to the rest of the device detached when the IV shield was removed. There was no report of adverse impact to patients or users.